Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implant, the left ventricular lead exhibited low impedance. The lead was not used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.